Event description:
It was reported that a small volume intermate did not flow when attached to a patient. It was reported the intermate was filled with 4500 mg of piperacillin and tazobactam in 100ml of 0.9% sodium chloride. The line was primed with no issues. The device was attached to the patient and device would not flow. When the product was removed from the patient the product flowed with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This is a re-submission of the original initial report that had been previously submitted on 23 march 2016. The codes in this submission have been updated to align with the current accepted coding. Complaint no: (B)(4). The lot was manufactured from september 24, 2015 to september 29, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing and flow rate testing was performed with no issues detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.